Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the pneumatic tap area and to remove the pump from its case, which allowed the customer to successfully reload the cartridge and continue insulin delivery.